Event description:
The novasure impedance controlled endometrial ablation system disposable device was used for the procedure. Following the procedure, upon removal of the disposable ablator, a hole was noted in the mesh wand. No injury to patient was noted. The novasure machine was immediately pulled from service and checked by the biomed department, no issues found. Dates of use: single use device (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: abnormal uterine bleeding.